Manufacturer narrative:
The reported 5.5 footprint ultra pk suture anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint. The distal end of the inner shaft has also broken off of the inserter and remains within the anchor. The anchor is split at its proximal end, this area is also heavily damaged, likely the result of removal from the patient. The anchor has four legs of suture as well as the stay suture locked within the anchors suture slot. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the proper prep device. Off axis insertion of the anchor. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during shoulder rotator cuff repair, the inserter tip was fractured in anchor. The footprint anchor was remove from the patient. A significant delay occurred. A back-up device was available and used in an additional bone hole. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.